Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Used to treat lesion longer than 28 mm in length. There was no reported product deficiency. The reported re-stenosis and ischemia are listed in the instructions for use (IFU) as known adverse events associated with coronary stenting. It was reported that the three xience stents were implanted overlapping one another longer than 28mm. It should be noted that the (IFU) states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately ten months post stenting procedure in a 30 mm lesion in the proximal left anterior descending artery with three overlapping xience v stents, one 2.75 x 28, one 2.75 x 15, and one 3.0 x 8 and in the mid left anterior descending artery with one 2.5 x 15 xience v stent, the patient was found to have a positive functional stress test demonstrating myocardial ischemia. The patient underwent a diagnostic coronary angiogram which revealed a 40% restenosis in the index stent in the ostium of the left anterior descending artery. No percutaneous coronary intervention was performed. The patient's condition is continuing and is being treated with medication. Though requested, there was no additional information provided.